Event description:
It was reported that the user received a power source alert and that the customer experienced difficulties charging the pump. Customer¿s blood glucose level was 147 mg/dl. The customer reverted to an alternate method of insulin therapy. Reportedly, the issue resolved on its own while using the same pump charging supplies.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.